Event description:
It was reported that the customer's insulin pump was shutting off unexpectedly. The customer had issues with the insulin pump not delivering insulin. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received within normal operating currents. No blank display noted. The insulin pump programmed with the current time, date and multiple boluses and basal rate 2.0u hrs for several days and all registered properly in the daily total history and also matched properly with the units left on the status screen. No bolus delivery anomaly or unexpected pump was off noted. The insulin pump has cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.